Event description:
It was reported. That the patient presented remotely via merlin.net. Upon review of the transmission, it was noted. That the right atrial (ra) lead exhibited noise oversensing causing pacing inhibition. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.